Event description:
A surgeon reports that approximately 10 days following intraocular lens implant surgery, a patient's vision was 6/5 (20/15). Approximately 45 days following surgery, the patient's vision was 6/12 (20/40), a milky white spot (2mm long) was noted off the visual axis and vacuoles were seen in the lens material. The lens remains implanted. Additional information has been requested.